Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) displayed "erratic behavior." It was also noted that the crt-p was pacing at a low rate and was "irregular." The patient is pacing dependent. The device was explanted and replaced. No patient complications have been reported as a result of this event.